Event description:
It was reported that during bha surgery for medial femoral neck fracture, the cement set too quickly (within 5 minutes). The mixing time was 50 seconds. Antibiotic (gentamicin) was mixed with the cement. The cement started to harden after 3 minutes from setting it to the gun. The setting time (from starting to mix til setting completely) was 5 minutes. The stem could be inserted into the intended place, but unable to place enough cement to the proximal stem area.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B)(4). An eval of the device cannot performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.